Manufacturer narrative:
The hill-rom technician found a loose connection on the caregiver control board. The hill-rom technician reports that from his experience, a loose connection on the caregiver control board is not a common experience. The bed had just been delivered to the facility approximately two weeks before so he believes the connection might have loosened during shipping. This is a newly delivered bed so no preventative maintenance records have been established. The hill-rom technician adjusted the connections on the caregiver board to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported that the bed is running up and down on its own. The bed is located in the accounts bed shop and has not been put into service. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).